Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (Ets hypo, hper, ketoacidosis)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother was generally advised by the patients doctor in the past to check a bg reading when the cgm reading is high (at 12 mmol/l and above). On (B)(6) 2020 the cgm reading was high so the mother checked the bg which was 2.8 mmol/l. The patient was tired but showed no other symptoms. The mother gave her glucojuice. The physician was not consulted. At the time of the report the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.